Event description:
Complainant alleged that while installing batteries, the device made a "popping sound" and would no longer power on. Complainant indicated that there was no pt involvement in the reported malfunction.